Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues if they arise.